Event description:
The device was removed due to "infection", secondary to "pain". As reported to co the entire device was removed and not replaced. 4/17/97 - upon receipt of additional info from the physician/surgeon, he stated "the device was removed due to pain and infection and cultures were taken at the time of the surgery."